Event description:
Pt reports that her legacy pump is not counting down properly. Pt states that after setting up the pump and priming the tubing and everything, the reservoir volume is still listed as 100.0ml and usually is closer to 97ml. Pt states the lack of countdown leaves her concerned that the pump will not be giving the right message of volume left and worries it won't infuse the right amount of medication. Pump sn #(B)(4) (exp: 08/16/2017) will be replaced. Pt denies any adverse effects related to pump malfunction and pump was not in use on the pt yet when malfunction happened. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Dates of use: from 2008 to ongoing. Diagnosis or reason for use: pah.